Event description:
It was reported by service report that the brakes are not holding, the right foot siderail was missing, and the motion interrupt pan was missing. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Result - siderail, motion interrupt pan.